Event description:
It was reported the patient¿s device had not worked for a week prior to report. It was stated the patient fell a month prior to report but it had worked fine after the fall until the one week prior to report. It was stated all impedances showed high and it was >40,000 on every electrode. It was noted an x-ray was performed but it did not show any breaks in the lead or problems. It was stated they would look into having a revision performed. It was noted the patient was implanted one year prior to report. (B)(6) 2014 (B)(4) (rep): it was further reported all of the impedances were bad and the patient had fallen once. It was stated the patient would be scheduled soon for a lead replacement.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown, serial# unknown, ,product type unknown. (B)(4).